Event description:
It was reported that during a maze procedure, the device didn't staple. There was an increase in procedure time. It was not reported how the case was completed. No patient consequence was reported.